Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019, during a cervical corporectomy for palliative treatment, an expandable corpectomy device (ecd), polyetheretherketone (peek) implant could not be detached from a holding and distraction instrument. The holding and distraction instrument was not able to enlarge the ecd peek implant. Thus, the surgeon used a larger size of ecd peek implant. There was a thirty (30) minutes surgical delay. It was unknown if there was an adverse consequence to the patient reported. It was noted this particular holding instrument was new and was never used. Patient outcome was unknown. Concomitant devices reported: expandable corpectomy device (ecd) locking clip (part: 890.005s, lot: aa3603, quantity 1), ecd peek (part: 891.303s, lot: aa184, quantity 1). This report is for a holding and distracting instrument. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part # 397.127 , lot # l817813 , manufacturing site:hägendorf, release to warehouse date: 10. April 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.